Event description:
Patient was status post iabp insertion in the catheterization lab in 2005 and pre-op CABG (coronary artery bypass graft) for the following day. Blood noted in balloon tubing early morning on day of event. Patient returned to catheterization lab for ruptured balloon replacement. She underwent CABG, as planned, later in the day. Packaging not saved, device was saved.